Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The lower left corner of top case was chipped, right plunger case was cracked and missing all rubber feet and case seal. There was motor rate error in the event history log. An occlusion test was performed and the reported problem was not duplicated. White teflon flakes were found on worm coupling, facets, also motor assembly, leadscrew and clutch halves were found old, dirty and worn out which was causing the motor rate error intermittently. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issue: replaced the old teflon washers with delrin washer, motor bracket, worm gear, leadscrew and clutch halves; performed occlusion test which passed.